Event description:
It was reported that during an afib procedure the sac around the patient's heart filled with blood, pericardial effusion. There was no treatment required and the patient stabilized on their own. The procedure was ended early due to this. There was no indication that any bwi equipment malfunctioned during the procedure. In use were the following items: carto, stockert, coolflow pump and a catheter. The caller was not able to provide serial numbers or catalog/lot #'s for any of these items. A call was made to the facility contact and he stated that he will call with this information when it becomes available.

Manufacturer narrative:
The additional information from affiliate (customer): the lot numbers for these catheters are all unknown due to their packages being disposed of. The customer also made a note that the procedure was a "difficult transseptal". The concomitant products: lasso 2515 nav variable catheter: us catalog #: ln222515ct, sn: unknown. Acuson acunav diagnostic catheter: us catalog #: unknown, sn: unknown. (Reprocessed non-bwi catheter). Webster cs catheter with ez steer technology: us catalog #: bd710df282rts, sn: unknown. Carto 3 system: us catalog #: m480001, (B)(4). Stockert 70 rf generator: us catalog #: s7001, (B)(4). Coolflow irrigation pump: us catalog #: cfp002, (B)(4). The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).